Event description:
Event date: 2025-08-11. Sudden farfield ra oversensing; zy52. Narrative: remote check on 8/11/25 showed inappropriate at/af detection sampled egms are consistent with or suggestive of inappropriate at/af detection. Reason: markers c/w far r oversensing in ra channel, pace polarity: ra-bipolar rv-bipolar lv-lv1 to lv2 sense polarity: ra-bipolar rv-bipolar. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).